Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. (B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture, seroma-late, necrosis, and lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The reason of reoperation was capsular contracture, seroma-late, rupture, necrosis, and lymphadenopathy. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time.

Event description:
Patient reported "she has very serious health problems¿. Additionally, a healthcare professional reported a patient experienced the events of ¿grade IV bilateral capsular contracture, implant rupture. Bilateral hypertrophic axillary nodes. Pericapsular free silicone likely implant rupture", ¿implants with bilateral folds and little bilateral periimplant fluid". The device remains implanted. This record is for the left side.